Manufacturer narrative:
Correction: please refer to d1 product long description, d4 catalog, lot & gtin number, d9/h3 -product not returned. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be reassessed. H3 other text: device disposition is unknown.

Event description:
It was reported the following: "one wire broke and we miss the jig three times at the very end after many attempts throughout the surgery. The broken wire intra op that we could not remove, and also, a missing attempt to pass the wire through the nail x3. " update : (16/11/21) the procedure was completed successfully. However, only one screw was placed on the femoral head, as the broken wire was on the trajectory of the second screw. The procedure was delayed by 42 minutes.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported the following: "one wire broke and we miss the jig three times at the very end after many attempts throughout the surgery. The broken wire intra op that we could not remove, and also, a missing attempt to pass the wire through the nail x3. " update : ((B)(6) 2021) the procedure was completed successfully. However, only one screw was placed on the femoral head, as the broken wire was on the trajectory of the second screw. The procedure was delayed by 42 minutes.